Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after approximately an hour, after which the user was guided to toggle bluetooth, restart, and re-enter pairing; the device then restarted the pairing process, and the user was advised that pairing could take up to thirty minutes and to replace the sensor and contact dexcom if pairing failed or an error recurred. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy pending sensor pairing. Investigation included remote troubleshooting and user education for connectivity and setup. Investigation of this case revealed a pairing communication failure between the third-party cgm and the ilet without evidence of a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a user setup or third-party cgm connectivity issue.